Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Following the initial implant procedure, an error message was noted when the device was attempting to be interrogated. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
The device was returned due to an error message alert being triggered and would not allow further interrogation. Analysis of device image indicated that pre-elective replacement indicator (eri) flag was triggered due to exposure to cold temperature and resulted in the reported error message. Further testing was performed by clearing the pre-eri flag and all tests results were normal. Longevity assessment was performed based off shipped settings, and device was in the normal range of operation with appropriate remaining longevity. Customer complaint of an interrogation issue was confirmed.